Event description:
The patient called for assistance with blood glucose and sensor glucose readings. The patient then mentioned that he was hospitalized six months ago due to low blood glucose levels. The patient stated that he checked his blood glucose, and then delivered a bolus, using the bolus wizard. The patient also stated that he went to the hospital 12 years ago, also for low blood glucose levels. The patient stated that he gave himself insulin for food he was about to eat. However, the food didn't arrive until an hour later, which caused his blood glucose to drop. The patient declined being transferred to the helpline for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.